Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. An alert for low impedance was noted and upon interrogation, it was noted that the right atrial lead exhibited low impedance measurements. The right ventricular lead impedance was noted to have increased. On (B)(6) 2017 the physician elected to explant and replace the leads. The patient was in stable condition before, during and post surgery.